Manufacturer narrative:
One (1) used/damaged arthroscopic energy 90 degree probe was returned to conmed for evaluation. Visual inspection by the engineer found the black pet shrink tubing was damaged. The report further indicated that the damage observed on the shrink tubing was most likely occurred during insertion of the device into the joint. This lot #201608301 was manufactured on 02-sep-2016. Of the lot containing (B)(4) units there were no other similar complaints received. A review of the device history record found no anomalies or non-conformances noted during the manufacturing process that could have caused or contributed to this reported issue. In addition, a review of the complaint history for this device family shows there have been no patient long term adverse effects related to this failure mode or the use of this device. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. The aes-1 generator and accessory probes are intended for resection, ablation, and coagulation of soft tissue and hemostasis of blood vessels in orthopedic and arthroscopic surgical procedures. The generator provides energy to the electrode of the probe intended for use during surgical procedures. Through power setting data contained (programmed) within the probe, the system provides both default and user selectable power settings for ablation or coagulation of soft tissue. To prevent damage to the product and potential serious injury to the patient, the device instruction for use (IFU) provides the following precautions and warnings: - it is the surgeon's responsibility to be familiar with the appropriate surgical techniques prior to use of the equipment and its associated accessories. - examine all accessories and connections to the generator before use. Ensure all accessories are properly and securely connected and function as intended. Improper connection may result in arcing, sparking, or malfunction of the device, any of which can result in an unintended surgical effect, injury, or equipment damage. - ensure all accessories are properly and securely connected and function as intended. Improper connection may result in arcing, sparking, or malfunction of the device, any of which can result in an unintended surgical effect, injury, or equipment damage. - do not insert, withdraw or touch the active tip of the probe when power is being applied. This may result in an unintended surgical effect, injury, or device damage. - if any visual damage or defects are noticed during use, stop using the device immediately and replace the device. - use care to avoid accidental activation of either cut or coagulation modes when not in contact with target tissue to avoid possible patient injury. - when not in use, place the device in a safe and highly visible area not in contact with the patient. Inadvertent activation while in contact with the patient may result in patient injury including burns. - maintain the active probe tip in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view.

Manufacturer narrative:
The aes-90sc arthroscopic energy 90 degree probe has been received by conmed corporation for evaluation. As of this filing, the device evaluation remains in progress. A supplemental and final report will be filed upon the completion of the product evaluation and the complaint investigation.

Event description:
The user facility reported that during use of the arthroscopic energy 90 degree probe in a knee arthroscopy procedure, the black plastic sheath broke off inside the patient. As reported, the surgeon noticed the broken piece when the probe was being removed from the joint near the end of the procedure. The broken piece approximately 3 x 5 mm in size was not physically removed by the surgeon. However, it is believed that the piece might have been removed via suction or it could still be in the joint. Other than a 15-minute delay, the procedure was otherwise completed with no further complications or serious injury to the patient. Despite the good faith efforts, no patient demographic information could be obtained from the user facility. This report is filed on the basic of potential for patient injury with recurrence.